Event description:
A patient reported a power on reset (por) condition. The patient was using the patient programmer to check the battery level of the implantable neurostimulator (ins) when the por appeared and the stimulation stopped. The patient washable to clear the por with the patient programmer and turn the ins back on with adequate therapy. No patient symptoms were reported. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.